Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. A visual inspection was performed on the returned meter, and no issues were observed. The meter did not power on with button depression or with insertion of usb cable or with strip insertion. The meter was unable to connect with the computer software. Meter was sent for further investigation and de-cased. A visual inspection was performed and no issues were observed. Visual inspection was performed on the meter printed circuit board assembly (pcba) and no issues were observed no issue. The meter crystal was check and found to be within specifications. The meter central processing unit (cpu) was re-flowed but the meter was unresponsive. Mix-match testing was performed. The meter powered on when the known good central processing unit (cpu) was placed on the returned printed circuit board assembly (pcba). The known good meter did not power on when the returned central processing unit (cpu) was placed on the printed circuit board assembly (pcba). Therefore, this issue is confirmed to faulty central processing unit (cpu). All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.